Manufacturer narrative:
(B)(4).

Event description:
On 16sep2019, an email was received from a patient (pt) reporting a diagnosis of a corneal ulcer while wearing 1-day acuvue® trueye® (nara a) brand contact lenses (cl). On (B)(6) 2019, a call was placed to the pt who reported experiencing eye pain and discharge in the right eye (od) on (B)(6) 2019. The pt visited an eye care provider (ecp) on (B)(6) 2019 and was diagnosed with a corneal ulcer on the od. The pt was prescribed ofloxacin every 2 hours for the first day, then 4 times a day for 7 days. The pt was advised to discontinue use of cls. After 7 days of treatment, the pt reported using the cls again. The pt reports a daily wear schedule and does not sleep in cls or use any solution to clean cls. No further information was provided. On 17sep2019, a call was placed to the treating ecp and additional information was provided: -visit on (B)(6) 2019: the pt was diagnosed with central corneal ulcer at inferior nasal to visual axis; pt was treated with 0.3% ofloxacin q2h for the first day then qid for 1 week. The pt was cleared to return to cl wear at the follow-up visit (unspecified date). No further information was provided. No additional information has been received. The suspect od cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5358090102 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.